Event description:
Consumer called to report getting erratic readings with the bgm. Had to go to the ER for treatment after experiencing a low reaction.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.